Event description:
It was reported that the lead had dislodged and the patient received multiple inappropriate shocks following an episode of atrial fibrillation. The device was upgraded since the patient was in sinus rhythm. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.